Event description:
The respiratory therapist reported there was a smell of smoke. The respiratory therapist proceeded to the location of the smell and upon entering the pt room they observed smoke and flames at an ac outlet where the ventilator was plugged in. The ventilator was unplugged from the outlet, and continued to function on backup battery power. The pt was removed from the ventilator and moved out of the room, and suffered no adverse effects or permanent impairment. The flames subsided once the ventilator power cord was removed from the outlet. A hosp contacted electrician reported finding no problems with the hosp ac outlet. The respironics service tech performed visual inspection of the ventilator power cord. The service tech reported the male end of the ventilator power cord was charred and its top 2 terminals found in the ac outlet. Visual inspection of the ventilator found no evidence of damage. The service tech replaced the ventilator power cord. Performance verification testing was completed and the unit passed per specifications.